Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir not occluded and does not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 459 mg/dl. The reservoir will not be returned for analysis.